Manufacturer narrative:
Initial.

Event description:
It was reported that after a new freestyle libre 3 plus sensor was applied, the mobile app indicated successful activation while the ilet pump did not initially display sensor warmup; rescanning the sensor within the mobile app prompted the ilet to enter sensor warmup and function as expected thereafter. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included customer support troubleshooting and user guidance to rescan the sensor to reinitiate communication. Investigation of this case revealed a temporary pairing or communication synchronization issue that was resolved by rescanning, with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction leading to transient communication desynchronization.